Event description:
It was reported that pump body had damage near cartridge slot and cartridge often became stuck when customer tried to remove it. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.